Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that the pt was revised to address hip pain. It is further alleged that during the surgery the surgeon found an "extensive hypertrophic synovium throughout the hip joint with grayish discoloration that is consistent with metallosis."